Manufacturer narrative:
Concomitant medical product: 5086mri45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance and lead fracture was confirmed. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.